Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision of left total knee to address instability date of implantation: (B)(6) 2011. Date of revision: (B)(6) 2020 (left knee). Treatment: tibial insert revised.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
On (B)(6) 2020, the patient underwent a bilateral knee revision with tibial insert exchanges due to instability, pain, and swelling. The right knee involved revision and implantation a depuy product, while the left knee involved revision and implantation of a competitor implant. Regarding the right knee, the surgeon indicated well-fixed components, no sign of infection, and no wear on the revised tibial insert.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5 and h6 (patient codes). Corrected: b3, d1, d2, d3, d4 (catalog, lot # and UDI), d7 and h4. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.